Event description:
The customer reported that the unit was rebooting and giving a high pitched sound.

Manufacturer narrative:
The customer reported that the unit was rebooting and giving a high pitched sound. The device has not yet been received by philips for evaluation, and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.